Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, the conclusion code of unable to exclude device problem has been chosen.

Event description:
It was reported that this ambicor penile prosthesis (app) was not inflating, and fluid loss was reported. Fluid loss was reported as a result of broken tubing. A surgical procedure was performed in which the ambicor device was removed and replaced with a new inflatable penile prosthesis (ipp). There were no patient complications reported.